Event description:
A healthcare professional from a clinical study via a manufacturing representative reported on (B)(6) 2015 the patient had fits of rage and intermittent apathy with severe transition syndrome. It was unknown if it was related to the device component, programming/stimulation, or procedure. Clozapin was administered and the event was considered resolved without sequelae. Additional information reported that the clinical diagnosis was changed from severe transition syndrome to brief reactive psychosis. The descriptions of the symptoms were changed to confusion, disorientation, and hallucinations. The relatedness of the event to the procedure was changed from unknown to related. Additional information received reported etiology was programming/stimulation, surgery/anesthesia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated the event date to (B)(6) 2015 however this was unclear as symptoms had previously been reported prior. Medication administration was changed to quetiapine. Etiology was updated to related to the device or therapy and not related to the implant procedure; programming/stimulation not due to programming.

Manufacturer narrative:
Date received by manufacturer of initial MDR was corrected to 05-18-2016 as entered in this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.